Event description:
Initial (19-sep-2024): this reportable incident received via email by a consumer refers to a male consumer who used the compound w nitrofreeze spray to treat an unknown indication. He reported when first using the product after following instructions on the label the canister released all of its contents without pressing down for activation. He reported that the product was activated in a bedroom that is well ventilated and it was activated the same day that it was purchased in store, no storage of the device. There were no injuries reported. Meddra version 27.0. Device expulsion: unexpected. According to the company reference safety information.